Event description:
A coronary artery bypass graft was in progress when the main arterial blood pump stopped and could not be restarted. Personnel reported a burning smell. An error code 00c00 was displayed. As the procedure was almost finished, the emergency hand crank was utilized to continue flow for approximately two minutes. Pt was not harmed.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred at (B)(6) hospital in (B)(6). This medwatch report is filed by sorin group USA on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. The customer reported that the s3 roller pump stopped during a procedure. The pump was returned to sorin group (B)(4) for investigation, where the motor control board was identified as the root cause of the failure. Further investigation of the board traced the problem to two defective components. These types of failures are compensated for by the system. A hand crank is included and the instructions for use state to use hand cranking to continue or conclude an operation as a solution to a pump stoppage. In addition, it is recommended to have the use of a backup pump to mitigate the affect of a failure. A review of data available at the time of the incident revealed that no complaints or field issues had been reported for similar failures. (B)(4).